Event description:
The customer observed elevated architect stat high sensitive troponin-I results. Sid (B)(6) generated architect stat high sensitive troponin-I result of 145.4 pg/ml. The sample was repeated 4.4 pg/ml, <4 pg/ml, <4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review of alinity I stat high sensitive troponin-I, reagent lot 79125ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 79125ud00. Historical performance of the alinity I stat high sensitive troponin-I, reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the alinity I stat high sensitive troponin-I, reagent lot number 79125ud00.

Event description:
The customer observed elevated architect stat high sensitive troponin-I results. Sid (B)(6) generated architect stat high sensitive troponin-I result of 145.4 pg/ml. The sample was repeated 4.4 pg/ml, <4 pg/ml, <4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional information provided. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, and 510k/PMA/bla of k191595. An evaluation is in process. A followup report will be submitted when the evaluation is complete.